Manufacturer narrative:
(B)(4).

Event description:
It was reported the intra-aortic balloon (iab) was inserted by the medical doctor. There were no difficulties with the insertion and screening was done of the balloon and the balloon inflated fully. The intra-aortic balloon pump (iabp) gave an alarm of leakage in circuit. The pump was inspected but no sign of leak and all the connections were checked but no luck. A competitor's pump was then put up using the adaptor set, but the alarm occurred again. The doctor realized that there was a leak between the helium adaptors to the balloon. As a result, the iab was removed and another attempt was made by using another iab successfully. There was a report of delay in therapy. There was no report of patient complication or death.

Manufacturer narrative:
Qn# (B)(4). Teleflex did not receive the device for investigation. Therefore, the reported complaint of iab leak suspected is not able to be confirmed. The root cause of the complaint is undetermined. Based on a review of the DHR, the product met specification upon release. If the product is returned at a later date, a full investigation of the sample will be completed. The reported complaint will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported the intra-aortic balloon (iab) was inserted by the medical doctor. There were no difficulties with the insertion and screening was done of the balloon and the balloon inflated fully. The intra-aortic balloon pump (iabp) gave an alarm of leakage in circuit. The pump was inspected but no sign of leak and all the connections were checked but no luck. A competitor's pump was then put up using the adaptor set, but the alarm occurred again. The doctor realized that there was a leak between the helium adaptors to the balloon. As a result, the iab was removed and another attempt was made by using another iab successfully. There was a report of delay in therapy. There was no report of patient complication or death.